Event description:
Customer alleged discrepant blood glucose results of 244 mg/dl and 97 mg/dl when testing was performed back-to-back within 5 minutes on the compact system. Customer reported having no symptoms. Customer reported no treatment/action based on results. A request was made for the return of the suspect device and replacement product was sent.